Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: mid-term outcomes and hemodynamic performances of abbott epic mitral bioprosthesis: a single-center study.

Event description:
The article, "mid-term outcomes and hemodynamic performances of abbott epic mitral bioprosthesis: a single-center study", was reviewed. The article presented a retrospective, single-center study to report "real-world" mid-term clinical experiences and outcomes after smvr with the epic bioprosthesis in a high-volume japanese heart center. Devices in the study were solely epic mitral valve. The article concluded that the clinical outcomes of mitral valve replacement with the epic bioprosthesis are satisfactory, with stable hemodynamics and extremely low incidence of structural valve deterioration and reintervention over 5 years. [The primary and corresponding author was takayuki gyoten, department of cardiovascular surgery, saitama medical university international medical center, 1397-1 yamane, hidaka, saitama, japan, with corresponding email: t.gyoten29@gmail.com]. The time frame of the study was from 2012 to 2023, with clinical follow-up closed on 31 april 2025. A total of 122 patients were included in the study, of which all received an abbott device. The average age was 73 years old, the average weight was 55kg, and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, hyperlipidemia, peripheral artery disease, hemodialysis, prior stroke, atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, hyperlipidemia, peripheral artery disease, hemodialysis, prior stroke, atrial fibrillation. Complications reported included death, surgical intervention (redo), hospitalization, stroke, heart failure, sepsis, pneumonia, bleeding, torn cusp; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: mid-term outcomes and hemodynamic performances of abbott epic mitral bioprosthesis: a single-center study.

Event description:
N/a.